Event description:
It was reported that during a da vinci assisted sigmoid colectomy surgical procedure, the robotic arms were moving in the opposite direction. Technical support observed that a 30 degree endoscope was in use, then guided the user to remove the endoscope, press the instrument clutch, manually rotate the endoscope to match the orientation selected on the system, and reinstall the endoscope. After this orientation correction, the user confirmed that intuitive motion had returned. The customer reported event has no report of patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer removed the endoscope from the arm, pressed the instrument clutch, manually rotated the endoscope to match the orientation selected on the system, and reinstalled the endoscope to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to user setup/orientation mismatch of the 30-degree endoscope (endoscope not aligned to the orientation selected on the system), which resulted in perceived reversed/opposite direction arm motion; this is supported by the technical support engineer (tse) observation that a 30-degree endoscope was in use and that removing the endoscope, pressing the instrument clutch, manually rotating the endoscope to match the system-selected orientation, and reinstalling it immediately restored intuitive motion, indicating the system functioned as designed and the issue was resolved on-site with no further corrective action required. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).